Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (cracked touch screen).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was at school and at home. Customer's blood glucose ranged from 150-200 mg/dl. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.